Manufacturer narrative:
Mml reference # (B)(4). Other device explanted: model: 8145 description: implantable stimulation lead serial numbers: (B)(6) (B)(4).

Event description:
It was reported that the patient requested an explant of the device because of persistent implantable pulse generator (ipg) pocket site pain. All devices were removed except for the tip of the right lead, which remained in the patient. The doctor has decided to leave it inside the patient. There was no report of patient harm or injury, the ipg was returned for analysis. The ipg passed the functional testing and operated within the manufacturing specification. Visual inspection of the ipg was performed. There were no relevant nonconformances were identified. The lead assemblies were also returned but were received in two segments. No functional testing can be performed.